Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results from 1 patient on a cobas 8000 c702 module. The initial gluc result was 47 mg/dl. The sample was automatically repeated and the result was under 45 mg/dl. The result did not match the patient's previous result of approximately 120 mg/dl from the previous day and it was repeated on another c702 analyzer. The result from the other analyzer was 98 mg/dl. The sample was repeated on the first analyzer again and the result was 99 mg/dl. No questionable results were reported outside of the laboratory. The reagent lot is 636210. The expiration date was requested but not provided.

Manufacturer narrative:
The alarm trace showed a sample clot alarm for the ise. The field service engineer performed a sample pipetting check, an incubation bath check, and a washing stations check. The customer ran calibration and qc successfully. The investigation did not identify a product problem. The cause of the event could not be determined. The issue is consistent with a sample quality issue.